Manufacturer narrative:
Findings: pump received with broken battery tube thread, corroded battery tube, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone the insulin pump has a loose drive support cap. The customer blood glucose was unknown at the time of incident. Customer states pushed on drive support cap, thinks might have pushed on it. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.